Manufacturer narrative:
An event regarding malposition involving an unknown femoral component was reported. The event was confirmed through review of the provided medical records and x-rays by a clinical consultant. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: malalignment in the extensor tendon mechanism of the knee, likely contributed by femoral component malrotation has contributed to patellar subluxation with pain requiring revision surgery. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: x-rays were provided for the event. Clinician review concluded: malalignment in the extensor tendon mechanism of the knee, likely contributed by femoral component malrotation has contributed to patellar subluxation with pain requiring revision surgery. The exact cause of the event could not be determined because insufficient information was provided and the device was not returned. Further information such as product details and product evaluation are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's left knee was revised due to pain. Surgeon reported that nothing was loose or broken. Patient retained implants to give to their attorney. Update from clinician: misalignment in the extensor tendon mechanism of the knee, likely contributed by femoral component malrotation has contributed to patellar subluxation with pain requiring revision surgery.